Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('post essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced cystitis interstitial ("interstitial cystitis"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal and cystitis interstitial outcome was unknown. The reporter considered cystitis interstitial and medical device removal to be related to essure. The reporter commented: bladder instillation therapy twice a week for 6 weeks, then twice a week for 4 week ¿concerning the injuries reported in this case, the following one was described in patients social media record: interstitial cystitis". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received : case was updated from non serious to serious incident. Event medical device removal was added. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.